Event description:
Account stated the bed will slowly drift down. A patient was not on the bed. No patient injury.

Event description:
It was reported that during an unknown procedure, the device caused insufflation leakage. As a result of the problem, the case was converted to an open procedure. No other informaiton is available at this time.

Manufacturer narrative:
(B)(4). Leak tested failed attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked with a test probe inserted. We are unable to conclude what caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. (B) (6). The representative indicated the surgeon does not want to switch from us surgical. She has been in surgeries with him before, but is unable to confirm if he torques the instrument. This was lap chole, used 2 5s and hasson, patient was large.